Manufacturer narrative:
(B)(4).batch # t5cm1t. Investigation summary: the analysis results found that one psee60a device was returned with the anvil bent upwards and without reload present. No functional test was performed due the condition. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformance's were identified.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, on the first firing of the stapler with a black reload and no buttressing material, the anvil bent after the first firing. The stapler was removed from the patient and a second like stapler was used to complete the procedure. There were no patient consequences reported.